Event description:
The customer alleged the reservoir was leaking a mixture of cidex opa solution and water on the floor. No injuries were involved from the event. The fse assessed and repaired the unit on site. The unit is back in full operation.

Manufacturer narrative:
The vendor evaluated at the customer site. The fse stated the customer reported; "eo1" errors, system at idle. The fse inspected the system and replaced the disinfect reservoir valve due to a fluid leak. The fse also performed a test cycle while monitoring the fluid level in the disinfect reservoir. There was not an increase in the fluid level after the cycle completed. At this time, the aer unit met the manufacturer's specification.